Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this coronary sinus transvenous implantable lead exhibited increased left ventricular threshold measurements. The patient implanted with these items experienced muscle stimulation and; additionally, experienced syncope during a right ventricular threshold test after feeling poorly leading up to the test. One non-captured beat was noted at that time.